Event description:
More pain than usual when pump was working, difficulty sleeping. Pump was removed and replaced in 2009, roughly a week later noticed that the incision was red and puffy. Doctor told her, it was infected.